Event description:
It was reported that the insulin pump alarmed failed battery test. Customer's blood glucose reading was 213 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with currents within specifications. No unexpected failed battery. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.